Event description:
This spontaneous case from japan was received on (B)(6) 2018 from physician (orthopedist) this case concerns a (B)(6) male patient who initiated treatment with synvisc and on the same day had injection site swelling; after a latency of 2 days joint fluid was aspirated the patient's concomitant medications included dementholised mint oil/flurbiprofen (loqoa tape) for gonarthrosis. The patient had received the prior synvisc injections in both the knees on (B)(6) 2017 for gonarthrosis and no problems were noted in particular. No medical history, previous medications and concurrent conditions were reported. On (B)(6) 2018, patient received treatment with intra articular synvisc injection at a dose on 2 ml (frequency: not provided; batch/ lot number and expiry date: unknown) only in the left knee for gonarthrosis. On the same day at the night, injection site swelling developed. On (B)(6) 2018, the patient visited the reporting clinic. The joint fluid was aspirated, and methylprednisolone acetate (depo-medrol) at 40 mg and lidocaine hydrochloride (xylocaine) 1% at 3 cc were administered once each for treatment. The patient was being followed up at the moment. As of an unspecified date, the patient had not recovered from the injection site swelling. Action taken: unknown corrective treatment: methylprednisolone acetate, lidocaine hydrochloride for both events outcome: not recovered for injection site swelling; unknown for joint fluid was aspirated a product technical complaint was initiated and result for the same were pending. Seriousness criteria: required intervention for both events diagnosis: injection site swelling reporting orthopedist's causality assessment: probable reporting orthopedist's comment: infection due to synvisc was suspected.

Event description:
Injection site swelling [injection site swelling] ([allergic reaction], [knee pain], [knee effusion]) case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (B)(6) under reference on (B)(6) 2018 and transmitted to sanofi. This case involves a 65 years old male patient (180 cm and 84 kg) who experienced injection site swelling, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis. Concomitant medications included esflurbiprofen, mentha spp. Oil (loqoa) for osteoarthritis. On (B)(6) 2017, the patient received the first dose of synvisc into both knees. The patient had joint fluid retention in the right knee and underwent arthrocentesis of the right knee (6 ml) before the injection. The patient had no joint fluid retention in the left knee before the injection. On (B)(6) 2017, the patient received the second dose of synvisc into both knees. The patient had joint fluid retention in the right knee and underwent arthrocentesis of the right knee (6 ml) before the injection. The patient had no joint fluid retention in the left knee before the injection. On (B)(6) 2017, the patient received the third dose of synvisc into both knees. The patient had no joint fluid retention before the injection. On (B)(6) 2018, patient received intra-articular synvisc injection at a dose on 2 ml only in the left knee (lateral suprapatellar insertion) for gonarthrosis. The patient had no joint fluid retention, skin disease around the joint, intra-articular infection, or intra-articular inflammation symptom of the left knee prior to the injection. Dispo needle was used while sterilized glove was not used. Alcohol disinfectant was used. There was no leakage of synvisc solution from the left knee. On the same day at the night, injection site swelling developed. On (B)(6) 2018, the patient visited the reporting clinic. Joint fluid was aspirated through arthrocentesis, and grayish white fluid 28 cc was collected. Methylprednisolone acetate (depo-medrol) 40 mg and lidocaine hydrochloride (xylocaine) 3 cc were injected to the joint for the treatment of moderate injection site swelling. After this injection, the pain and swelling abated. Joint fluid analysis was performed. On (B)(6) 2018, analysis results were obtained; joint fluid culture, negative; joint fluid crystal exam, not performed; joint fluid bacterial test, negative. The event injection site swelling resolved. There was no readministration of synvisc. The patient developed a serious injection site swelling following the intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious allergic reaction to synvisc (hypersensitivity) following the intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious knee pain (arthralgia) following the intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious joint fluid was aspirated (joint effusion) 2 days following the intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. Relevant laboratory test results included: laboratory test - on (B)(6) 2018: [(B)(6) 2018: through an arthrocentesis, ash-colored fluid 28 cc was aspirated. Culture test of the aspirate was negative.] A product technical complaint was initiated. Final diagnosis was injection site swelling. The action taken with hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was not reported. The patient was treated with methylprednisolone acetate (depo-medrol) and lidocaine hydrochloride (xylocaine [lidocaine hydrochloride]). The patient outcome is reported as recovered / resolved on (B)(6) 2018 for injection site swelling, as recovered / resolved on (B)(6) 2018 for allergic reaction to synvisc, as recovered / resolved on (B)(6) 2018 for knee pain and as unknown for joint fluid was aspirated. Reporting orthopedist's comment: infection due to synvisc was suspected. Other than synvisc, no possible causative factor for the injection site swelling was identified. The event was considered to be an allergic reaction to synvisc. The patient was recovering from the event without receiving any infection treatment. Additional information was received on (B)(6) 2018 from orthopedist. Medical history and laboratory results were added. Additional event of knee pain and allergic reaction to synvisc were added. The event outcome of injection site swelling was updated from not recovered to recovered, stop date was added. Reporting orthopedist's comment was added. Clinical course was updated. Text amended accordingly. Amendment for the (B)(6) 2018 report: changed "allergic reaction to synvisc (hypersensitivity)," "knee pain (arthralgia)," and "joint fluid was aspirated (joint effusion)" from diagnosis to symptom of the event injection site swelling.

Event description:
This spontaneous case from japan was received on 25- jan-2018 from physician (orthopedist). This case concerns a 65 years old male patient who initiated treatment with synvisc and on the same day had injection site swelling, allergic reaction to synvisc and knee pain; after a latency of 2 days joint fluid was aspirated the patient's concomitant medications included dementholised mint oil/flurbiprofen (loqoa tape) for gonarthrosis. No medical history, previous medications and concurrent conditions were reported. On (B)(6) 2017, the patient received the first dose of synvisc into both knees. The patient had joint fluid retention in the right knee and underwent arthrocentesis of the right knee (6 ml) before the injection. The patient had no joint fluid retention in the left knee before the injection. On (B)(6) 2017, the patient received the second dose of synvisc into both knees. The patient had joint fluid retention in the right knee and underwent arthrocentesis of the right knee (6 ml) before the injection. The patient had no joint fluid retention in the left knee before the injection. On (B)(6) 2017, the patient received the third dose of synvisc into both knees. The patient had no joint fluid retention before the injection. On (B)(6) 2018, patient received treatment with intra articular synvisc injection at a dose on 2 ml (frequency: not provided; batch/ lot number and expiry date: unknown) only in the left knee ((lateral suprapatellar insertion) for gonarthrosis. The patient had no joint fluid retention, skin disease around the joint, intraarticular infection, or intra-articular inflammation symptom of the left knee prior to the injection. Dispo needle was used while sterilized glove was not used. Alcohol disinfectant was used. No leakage of synvisc solution from the left knee was noted. On the same day at the night, injection site swelling developed. The same day, allergic reaction to synvisc, pain and swelling of the left knee developed. On (B)(6) 2018, the patient visited the reporting clinic. The joint fluid was aspirated (underwent arthrocentesis) grayish white joint fluid (28 cc) was collected. And methylprednisolone acetate (depo-medrol) at 40 mg and lidocaine hydrochloride (xylocaine) 1% at 3 cc were administered once each for treatment (were injected to the joint for the treatment of moderate injection site swelling). After the injection, the pain and swelling abated. Joint fluid culture of the left knee was negative, joint fluid crystal exam was not performed and joint fluid bacterial test of the left knee was negative. On 29-jan-2018, the injection site swelling and allergic reaction to synvisc resolved. Synvisc had not been readministered. Action taken: unknown corrective treatment: methylprednisolone acetate, lidocaine hydrochloride for all events outcome: unknown for joint fluid was aspirated; recovered for rest all events a product technical complaint was initiated and result for the same were pending. Seriousness criteria: required intervention for all events diagnosis: injection site swelling reporting orthopedist's causality assessment: probable reporting orthopedist's comment: infection due to synvisc was suspected. Other than synvisc, no possible causative factor for the injection site swelling was identified. The event was considered to be an allergic reaction to synvisc. The patient was recovering from the event without receiving any infection treatment. Additional information was received on 15-mar-2018 from orthopedist. Medical history and laboratory results were added. Additional event of knee pain and allergic reaction to synvisc were added. The event outcome of injection site swelling was updated from not recovered to recovered, stop date was added. Reporting orthopedist's comment was added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 15-mar-2018: this case concerns a patient who has received synvisc injection and later experienced allergic reaction to synvisc characterized by injection site swelling. A temporal relationship can be established with the product administration therefore, the causal relationship of the events to the products cannot be excluded.